Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 7 days of wearing the adc freestyle libre sensor and was therefore unable to monitor glucose levels. Customer experienced "insulin shock" and a loss of consciousness and required treatment of "sugar" by an hcp who helps him at his home. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving a "replace sensor" message after 7 days of wearing the adc freestyle libre sensor and was therefore unable to monitor glucose levels. Customer experienced "insulin shock" and a loss of consciousness and required treatment of "sugar" by an hcp who helps him at his home. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0m0060rec1h has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving a "replace sensor" message after 7 days of wearing the adc freestyle libre sensor and was therefore unable to monitor glucose levels. Customer experienced "insulin shock" and a loss of consciousness and required treatment of "sugar" by an hcp who helps him at his home. No further treatment was reported. There was no report of death or permanent impairment associated with this event.